Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded with voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted.

Event description:
The customer reported via phone call that the their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was 87 mg/dl. The customer did receive a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. This was the second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.